Event description:
This report summarizes three malfunctions. A review of the reported information indicates the model unknown filter vena cava filter allegedly experienced filter tilt, detachment and perforation. The reports were received from various sources. All the three malfunctions were involved patients with no known impact to the patient. Of the three reported malfunctions, two female ages ranged from 43 to 59 years old and one patient is 64 years old. The remaining patient's gender and weight were not provided.

Manufacturer narrative:
H10: the lot number for the three reported malfunctions were not provided, therefore, a lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however, medical records are provided and reviewed for all the three malfunctions. The investigation for the two reported malfunctions are confirmed for the alleged filter tilt, limb detachment and perforation. The remaining malfunction is confirmed for the alleged filter tilt, perforation and material deformation. The definitive root cause could not be determined based upon available information. The devices are labeled for single use. H10: g4,h6(device: 2976) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the three reported malfunctions were not provided, therefore, a lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however, medical records are provided and reviewed for all the three malfunctions. The investigation for the two reported malfunctions are confirmed for the alleged filter tilt, limb detachment and perforation. The remaining malfunction is identified for the reported filter tilt, limb detachment and perforation based upon medical record review. The definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates the model unknown filter vena cava filter allegedly experienced filter tilt, detachment and perforation. The reports were received from various sources. All the three malfunctions were involved patients with no known impact to the patient. Of the three reported malfunctions, two female ages ranged from 43 to 59 years old and one patient is (B)(6) years old. The remaining patient's gender and weight were not provided.